Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the cable was faulty, due to which, the image went noisy, and subject could not be recognized when shaking the cable, and the coupler was deformed, due to which, it felt stuck when rotating it. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a regular check, the hd autoclavable camera head had poor contact and image problem. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the video function did not operate properly due to a cable failure, and the phenomenon [bad image] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.